Event description:
Was reported that the user experienced an insulin occlusion alert on the ilet bionic pancreas while using an inset infusion set, and the alert recurred after dismissal, and an initial infusion set change with recommendation for a subsequent infusion set change if additional occlusion alert appeared. The user experienced a blood glucose peak of 313 mg/dl with no adverse clinical symptoms reported. Outcomes included interruption of automated insulin delivery with no hospitalization or medical intervention. User support included guided troubleshooting with instruction to complete a full supply change if additional occlusion alerts occurred. Investigation of this case revealed an insulin delivery interruption consistent with an occlusion associated with the infusion set, which resolved following supply replacement and troubleshooting, with no evidence of pump hardware malfunction. It was concluded, based on previously established findings for similar reports, that the cause was infusion set¿related occlusion resolved by standard troubleshooting.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.